Event description:
It was reported by service report that the siderail could not remain latched in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Device evaluated but not yet repaired.